Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized for acute blood loss anemia, status post gastric/colonic polypectomy on (B)(6) 2018. The patient presented with symptoms of loss of appetite over the last month, nausea, and dark stools that started around (B)(6) 2018. Colonoscopy, gastric polypectomies, and blood transfusion were performed; medication changes were made. The anticoagulants used at the time of the event were aspirin and warfarin. The source of bleeding was the stomach and the bleeding resolved on (B)(6) 2018. No additional information was provided.